Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the information received, the device was not providing sufficient benefit to the recipient due to a post-operative active electrode migration out of the cochlea, as confirmed by post-operative diagnostic imaging. During the repositioning surgery the surgeon noted some tissue growth, which has likely contributed to the array's migration out of cochlea. After careful dissection of the soft tissue surrounding the electrode lead, the electrode array was successfully reinserted in the cochlea. The device remains implanted and in use.

Event description:
It was reported that the recipient has gradually lost hearing perception on the basal channels.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient has gradually lost hearing perception on the basal channels. The patient will consult with the surgeon.